Event description:
It was reported that a pta balloon dilatation catheter became lodged within the introducer sheath during retraction, requiring both to be removed simultaneously from the patient. No patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unknown. The complaint sample has been returned and the evaluation is currently underway.